Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient is reportedly experiencing facial nerve stimulation due to an electrostatic discharge event. The recipient ceased device use. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed bottom cover dens and the electrode was sliced near the electrode ground ring prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires along the lead and near the array. These are believed to have occurred during revision surgery. System lock could not be obtained at any spacing within a software program. The electrode and no lock conditions prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The residual gas analysis result was above the limit for nitrogen, indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. The failure of this device is attributed to a short from the power node to the case ground at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the case ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.